Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was observed that the device was worn out. It was further determined that the motor printed circuit board (pcb) and the housing were worn out. It was further determined that the device failed pretest for general condition. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the electric pen drive device did not turn on. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery. There was patient involvement reported. It was reported that there was no harm to the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.